Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the report was determined to be use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a systems error (se) 2084 alarm that appeared on the homechoice (hc) unit during set up. The home patient (hp) stated she was not connected. The hp stated the bag was mispiked. The hp stated she opened the door to remove the cassette and the alarm occurred. On (B)(6) 2010 product surveillance spoke with the caregiver (cg) who stated he uses a compact exchange device (cxd) to assist with spiking bags. The cg stated the problem was due to his error with set up; the spike was not fully inserted because it was not the correct set up of product. The cg stated this was an isolated incident; there have been no other similar occurrences. The cg confirmed all of his supplies were fine and he was able to reset up that evening and continue his wife's therapy. The cg stated his wife was doing fine with therapy. No additional information is available at this time.